Manufacturer narrative:
Pc (B)(4). Batch # unk as the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve conversion to a gastric bypass procedure, that while creating the stomach pouch during the second firing, during the firing sequence the tissue was being pushed out of the jaws. Staple line was intact, and the staples formed correctly. A leak test was done, and no leaks were present. While surgeon was clipping the pouch of the stomach the clips scissored five times till the device fired a non-scissored clip. There were no adverse consequences for the patient.